Event description:
As reported to coloplast, though not verified, there was a pinprick leak at the base of the left cylinder. Device was explanted and replaced. Original reservoir was kept implanted. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on the inlet tube and the shorter exhaust tube of the pump. No functional abnormalities were noted with the pump. Two separations were noted on the bladder of cylinder 1. These were sites of leakage. The separations have a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 2. Based on examination two separations were confirmed in the cylinder 1 bladder which resulted in leakage. The information received indicated the device was implanted approximately four months. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 1 occurred after the device packaging was opened. Due to the brief period in-vivo, it was concluded that the separations most likely occurred inadvertently during closure at the implant surgery. Separations of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.